Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 5atm within five seconds. The procedure was completed with a different device. No patient complications were reported.